Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redr0450 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that at 00:56 on (B)(6) 2020, it was found that the dialysis catheter tube was blocked when preparing to perform deep venipuncture on the patient. After the treatment, the tube was cleared. No other information was provided.